Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on january 14, 2020 with lot number 2658814. Analysis of the returned device identified: weight to the spec, deformation, crease fold, encapsulation, 50%-100% of the area. Bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: -no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d10, g1, h3, h6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.